Event description:
A patient reported they were unable to test for one month. Patient was hospitalized due to heart problems (enlarged heart). Their meter allegedly would only prompt "not ok" message. The result on their meter was "198mg/dl not ok". The result on the hospital meter was in the 300's mg/dl. No comparisons done. Treatment was insulin while in the hospital. Patient takes pills for their diabetes treatment. Patient did not change their treatment for the time they were without use of their meter. No further information has been reported.